Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On 08/01/2025, it was reported that the patient lost consciousness due to a low bg level, however, the patient reported her dexcom receiver did not alert her to her hypoglycemic state. The patient¿s daughter found the patient and called emergency medical services (ems). Once ems arrived, the patient was treated with IV ¿sugar water¿ and IV saline. The patient regained consciousness after treatment. The patient could not recall what her bg meter reading was when ems arrived. Ems monitored the patient for 2 hours but was not taken to the emergency room (ER). The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.